Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. A final quality evaluation was performed on (B)(4) 2014. This is the second complaint of this type received for this product. Previous investigation for lot #13-25 demonstrated that product met the specification requirements. One sample of oxygen mask with the re-breathing bag attached to it was received on (B)(4) 2014. The mask did not have the rubber disc on the lateral side; neither the bag had the rubber disc on the bag connector. Customer was questioned about if rubber discs were removed by user since this product is a 3 in 1 oxygen mask. However no additional information was received. One of the applications is as partial rebreather mask and from that the user should remove both those discs. Product tested as partial rebreather mask performs as it should be. The bag inflated properly and no defects or noncompliance was discovered. No additional patient/event details have been provided to date. Should additional information become available, a followup report will be submitted. A return sample for evaluation is not expected.

Event description:
It was reported that during the check prior to use, the reservoir bag wouldn't inflate.